Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message. Visual inspection was performed and found a damaged front and bottom enclosures, bent battery lock, and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported issue. To remedy the issue, the front, bottom enclosures, and battery lock needs a replacement and the sticky clutch plate a deburring. The autopulse platform is a reusable device and was manufactured in 2016. This type of physical damage found during visual inspection is characteristic of normal wear and tear. Review of the archive data show (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. As a precautionary measure, the temperature sensor was replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. Upon customer approval, the damaged parts will be replaced. The platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during training, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. There was no patient involvement reported.